Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure, the patient underwent intervention. The target lesion being treated was located in the proximal right coronary artery (rca). The lesion was 90% stenosed, 4.0mm in diameter and 8mm long. The lesion was treated with predilation and placement of a 3.5x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 4%. The patient was discharged 2 days later on aspirin and prasugrel. In (B)(6) 2011, the patient presented with angina. The ostial rca was treated with placement of a 3.5x8mm taxus liberte stent which overlapped the previously placed study stent in the proximal rca. Post dilation was performed. Residual stenosis was 0%. The event was considered resolved without residual effects. The patient was discharged 1 day later on aspirin and prasugrel.